Event description:
During CT of a/p scan, IV tubing split while piggybacking through IV tubing during IV contrast injection. Tubing was removed. Follow-up to occurrence indicated could be result of either user or the tubing. If tubing is kinked, etc. Pressure from the gun will be greater and split the tubing.